Event description:
It was reported that myopotential oversensing was seen on the right atrial (ra) lead during two atrial tachy response (atr) episodes. Since then, noise began occurring on the ra lead. An insulation breach was suspected. The ra lead remains in service. No adverse patient effects were reported.